Event description:
It was reported that the pump touch screen was broken and black. The customer was unable to interact or read the screen. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.